Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The subject device was not available for evaluation as it remains implanted in the patient. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 1 month due to severe leaflets calcification, degeneration and severe stenosis. The patient presented with cardiogenic shock in the settings of chronic nhya class IV heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was taken to the cvicu in stable condition. Per medical records, the patient presented to the hospital with right-sided retroperitoneal bleed after coronary angiography s/p right external iliac artery repair. Pre-op echo revealed severe bioprosthetic aortic stenosis with ef of 30%. The patient was negative for pneumonia and blood cultures. Tavr procedure was performed disable the 25mm inspiris valve and implant a 26mm sapien ultra resilia. The procedure was successful with no complications. Post-op echo confirmed no pvl with a gradient of 17mmhg. The patient was taken to the cvicu in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.